Event description:
The user alleged that while using the system there was a failure of one of the sensors on the pt sensor triplet, it would not show up in the sensing field on the screen. It was reported that changing the pt sensor triplet did not solve the problem. It was reported that the physician was unable to complete the case using the superdimension system. The physician did complete the case and took biopsies using traditional bronchoscopy. There was no harm or injury to the pt.